Event description:
A malfunction was reported by the customer regarding their pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the elevated blood glucose, the customer administered a correction injection. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. It was advised that the customer could continue using the pump, and they were instructed to call back if the issue reappeared.